Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a call service alarm occurred. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/06/2015 with the following findings: the black box data from the event date had been overwritten due to continued pump use. A cs-088 'call service alarm', which can be indicative of the type of issue that was reported, was observed in the available pump history data. The pump was exercised for 24 hours, during which no 'call service alarms' were observed: the reported issue was not duplicated. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.